Manufacturer narrative:
Two disposable lapclinch grasper forceps tips, model number 3252 were returned with broken jaws. The returned tips did not have an identified lot number. The returned tips were decontaminated and visually inspected under a 10x microscope. There were no significant observations as to why or how the failure occurred. The mating jaw was also visually evaluated and there was no indication of deformation or stress. At this time, the root cause of the failure can not be determined. No lot number was provided, therefore the device history record could not be reviewed.

Event description:
Tips broke during a laparoscopic cholecystectomy. The pieces were retrieved from the pt. No additional info concerning this complaint was provided. No additional pt info was provided.